Event description:
It was reported that the 2800 sys will not power up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the power control pcb. The sys was tested and found to be working as intended and placed back into svc.